Event description:
It was reported that the user received an urgent low glucose soon alert from the ilet system and noted blood glucose trending downward, with a measured value around 90 mg/dl at the time of the call; the user treated with 10¿15 grams of carbohydrate per agent guidance and subsequent follow-up indicated glucose stabilized around 85 mg/dl without dropping below 70 mg/dl. Customer care provided customer support troubleshooting and education with follow-up contacts. Investigation of this case revealed no device malfunction identified and an unclear cause for the low-glucose alert. No clinical symptoms associated with hypoglycemia reported during the event. Outcomes included transient risk of low glucose that was mitigated with oral carbohydrate without medical intervention or hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user-directed treatment and resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.